Event description:
The customer reported the system displayed a "kv on in error" error message. The system will not be operational with this error message. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank and the x-ray tube were replaced. The system was then found to be operating as intended.